Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the rear lock position. The device was found to have been cut near the blood inlet hole exposing the carrier tube. The anchor was intact, and collagen was found to have been covered in blood. Multiple cuts were observed on the device tubing. No damage or issue was identified with the returned device. The complaint was able to be confirmed for assembly difficulty. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been off-axis loading during the rear-lock maneuver resulting in device disassembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supervisor. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician performed a sheath shot and determined that it was an appropriate stick for a closure device. The angio-seal device was inserted and when the doctor pulled the angio-seal top back to set it in place, the top was pulled completely off the device. The doctor made some adjustments to complete the closure and finish the case. There was no patient injury or surgical intervention required. The patient was in stable condition the procedure outcome was completed. Additional information was received on 07 apr 2023: there were no reported difficulties with arterial access, sheath, guidewire, or catheter insertion. The top portion of the device detached when trying to position it into the deployment stage. Hemostasis was achieved by manual compression. The procedure information prior to the angio-seal was unknown. The portion of the device that physicians slide back until he hears clicks that indicate the device is in correct position to deploy is what pulled out.